Manufacturer narrative:
One i3 unit model: cm1100 with main unit and one i3 accessory set was returned. Visual inspection revealed that the power extension cable was frayed with exposed wires, see attached eval images. It was also observed that the power supply clip was properly attached to the power cord and power supply. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if it was unseated during use, shipping or during decontamination process. The reported event that "pes will not hold power" was confirmed. During visual inspection and initial boot-up the unit was unable to power on due to frayed and exposed wires on power extension cable. The backplate of the device and power extension cable were removed, the power supply was connected directly to the device and the device was able to power on and send reading successfully. The source of the reported event was due to frayed and exposed wires on the power extension cable.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.